Manufacturer narrative:
The baerveldt shunt was not returned to the manufacturer for evaluation; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records could not be reviewed since the serial number is unknown/not provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
After 8 weeks, the patient experienced flat anterior chamber and decreased iop. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Information obtained from (B)(6) revealed that an (B)(6) male patient with secondary glaucoma to uveitis had a baeverldt implant (model unknown) in his left eye. Pre-op intraocular pressure (iop) was 30mmhg and best corrected visual acuity (bcva) was 0.6. The tube was placed in the anterior chamber. After 8 weeks, the patient experienced a flat anterior chamber and iop was 24mmhg. The tube was ligated and the anterior chamber was remodeled. Six weeks later, flat anterior chamber was again observed and iop was 23mmhg. Vitrectomy was conducted and the tube was removed from anterior chamber then inserted into the vitreous cavity from pars plana. As a result, no more flat anterior chamber was experienced and patient condition has been stable. After two months from last surgery, iop was stable (8mmhg) and bcva is 0.7. The physician suspected that the patient had malignant glaucoma which caused series of flat anterior chambers. No further information was provided.